Event description:
It was reported to manufacturer that during surgery for prophylactic generator replacement, that when the surgeon opened the chest pocket to remove the generator, the lead was "twisted and knotted". No diagnostic testing was done by the surgeon with the existing lead and the new generator. The surgeon also noted that there was an opening in the tubing on the lead body. The lead was therefore, prophylactically replaced. The treating physician had performed diagnostic testing on the device in (B) (6) 2010, where system diagnostic test revealed all ok results and the dcdc converter code was 0. The physician had noted at that time that the pt's epilepsy is well controlled on her current medication regimen and vns settings. The explanted lead has been returned to manufacturer where analysis is underway. In addition, good faith attempts to obtain additional info from the treating physician are underway.

Event description:
Reporter alleged the customer obtained the results of 551 mg/dl and 163 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.